Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reasons. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. H6: component code: mechanical (g04) - femur the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined that the product revised was competitor. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined that the product revised was competitor. The initial report should be voided.